Event description:
The patient mentioned that he started v-go 20 a couple of weeks ago. The patient stated that his work keeps him physically active, involving stretching, kneeling and hanging doors, causing the v-go's to fall off of his arm.